Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07oct2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touchscreen failure issue. The manufacturer¿s field service engineer (fse) remotely confirmed with customer was able to calibrate it. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.